Event description:
It was reported the pt's scs lead was explanted and replaced due to the pt experiencing a loss of stimulation. Follow-up identified the issue resolved with the surgical intervention and the pt is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.